Event description:
The patient's spouse reported that the previously working remote monitor, did not power on even after the new power cord was tried. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.